Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and an unknown barbed suture was used. Following the procedure, the patient experienced wound breakdown and was placed on wound vac. Additional information will be requested.